Event description:
The customer reported that the x2-monitor has not alerted spo2 acoustically. Pt spo2 values fell below the limit but without any audible alarm.

Manufacturer narrative:
(B)(4). Pt was involved but according to the user, the pt was not injured. The customer wants to have the defective device investigated/repaired, but it was sent back to the bench. A failure to alarm can hide a potential critical alarm condition that can reasonably lead to a delay in treatment and a risk of a death or serious injury. Resultant pt injury is possible because of the defective device. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.